Event description:
It was reported an unknown product issue had occurred with a patient¿s implantable neurostimulator (ins), lead, and extension. It was stated it was unknown if action was required at the time of initial report. It was additionally stated it was ¿unknown¿ whether there were any patient symptoms or complications associated with the event. It was reported the patient was alive ¿with injury¿ at the time of initial report. It was noted there was no further details available at the time of initial report. Additional information reported the patient¿s lead (serial number (B)(4)) was replaced on (B)(6) 2005 due to ¿fracture.¿ it was stated the patient then experienced a ¿dorsal infection¿ and underwent ¿antibiotherapy¿ and the explant of their lead and ins less than six months later on (B)(6) 2005. It was further reported that an additional procedure was performed on (B)(6) 2005 to remove a ¿part of the lead that was not explanted at the first surgery.¿ additional information has been requested, but was not available at the time of report. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 38903347, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2005, product type lead; product ID neu_unknown_ext, serial # unknown, implanted: (B)(6) 2011, product type extension; product ID neu_unknown_lead, serial # unknown, implanted: (B)(6) 2005, explanted: (B)(6) 2005, product type lead; product ID neu_unknown_lead, serial # unknown, implanted: (B)(6) 2005, explanted: (B)(6) 2005, product type lead. (B)(4).